Manufacturer narrative:
The prosthesis wear reported cannot be confirmed and potential contributions to user or patient-related considerations cannot be assessed as the device remains implanted and no photos or radiographs were provided. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear.

Manufacturer narrative:
D10: (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3, (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6), 200-02-29 - three peg patella 29mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: USA. Patient ID: (B)(6) + left knee. Case: (B)(4) is associated with this case. It was reported that approximately 97 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available." Legal case: USA. Patient ID: (B)(6) + left knee. Case: (B)(4) is associated with this case. During the review of case: (B)(4), it was discovered that the patient underwent an index left total knee procedure on (B)(6) 2016. No allegations have been made against this device. No additional information is available. The serial number: (B)(6) is confirmed to be a part of recall number: z-0021-2022 02-012-47-3013 - logic cr tib insert std, sz 3,13mm. Serial: (B)(6), 510k: k111400, UDI: (B)(4), product code: jwh, x-ray: no, operative notes: no. Concomitant devices: (B)(6), 02-010-03-0230 - logic cr femoral cem, left, sz 3, (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6), 200-02-29 - three peg patella 29mm.